Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware. D2b: pro code (product code): qrb

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and would no longer hold a charge. The patient underwent an ipg replacement procedure.